Manufacturer narrative:
(B)(4). Batch # r5872. Device analysis: the analysis results showed that one cr40g reload was received fully fired. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, contour fired and the pins were misformed in the tissue resulted in malformed staplers, completed procedure by suturing the area. There were no patient consequences reported.